Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a break in aseptic technique and experienced peritonitis, not requiring hospitalization. The patient was treated with injections of vancomycin-intraperitoneally (ip) 1gm, and reflin ip 1 gm (frequencies were not reported). The patient is recovering from the peritonitis. No additional information was available at the time of this report.